Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The event date is unknown. As a result, the 1st day of the month has been entered as the event date. Concomitant product: 1.smart ablate generator, model #: unknown, serial #: unknown. 2. Non-biosense webster, inc. - st. Jude medical brk 98 cm transseptal needle. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and required of extended hospitalization as a result of the adverse event. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk 98 cm transseptal needle and an 8fr sheath. The generator was in power control mode with a temperature cut-off at 42 degrees celsius and power cut off at 70 watts. The power titrated during the ablation. The noted temperature at the time of the injury was of 28 degrees celsius and the power of 70 watts. The overall time for ablation was around 20 minutes. The catheter irrigation was set at 25ml/min. The patient received anticoagulant during the procedure with an activated clotting time (act) maintained on 300-350 seconds. The force visualization features that were used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm range and 3s time. The color option used prospectively was time. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop was assessed as not reportable. The steam pop is a normal physiological reaction of the tissue.